Manufacturer narrative:
(B)(4) a vps rhythm monitor with accessories was returned. A visual examination revealed all returned items were in acceptable condition. During functional testing, the returned monitor passed all steps, indicating the unit was functioning as intended. The internal ECG signal was normal during all testing. No problem was found with the functionality of the internal ECG signal on the returned monitor. A review of stored cases revealed a few had multiple snapshots while most did not have multiple snapshots as intended for checklist verification. Also, some cases had a good elevated p wave while other cases did not. The complainant did not identify any specific case to support the complaint. The rhythm monitor does not store the entire case procedure, therefore there is nothing to be reviewed or analyzed. The reported issue "they were having consistent issues with getting a peaked p-wave" was somewhat confirmed in the stored cases but could not be reproduced. The reported issue "once they get a peaked p-wave that it is not correlating with cxr and the PICC is not in the caj" could not be confirmed or reproduced. A device history record review was performed on the vps rhythm unit and did not reveal any manufacturing related issues. The probable cause of this issue cannot be determined since the reported event cannot be reproduced and no problem was found with the functionality of the internal ECG signal on the returned monitor. Teleflex will continue to monitor and trend reports of this nature.

Event description:
Customer reports issues getting a peaked p-wave and once they get a peaked p-wave that it is not correlating with chest x-ray and the PICC is not in the caj (cavoatrial junction). No report of a patient injury or complication. Patient condition reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer reports issues getting a peaked p-wave and once they get a peaked p-wave that it is not correlating with chest x-ray and the PICC is not in the caj (cavoatrial junction). No report of a patient injury or complication. Patient condition reported as fine.